Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic mini gastric bypass procedure, the device jaws would not close, and when the surgeon tried to unload the reload, the reload broke. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury.